Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were 2 issues with the recharger. The patient¿s recharger antenna was heating up to the point where it was not burning him, but it got very, very warm. The manufacturing representative tracked the recharger antenna wire and it looked like the recharger antenna wire may be fraying. Also, some of the buttons were ¿lagging¿ on the unit. The manufacturing representative thought the board underneath the recharger buttons was worn out. The manufacturing representative had to push down quite hard to get the buttons to engage. This issue had been going on for about 3 months. It was further reported that the manufacturing representative had to pull the implantable neurostimulator (ins) out of overdischarge. The manufacturing representative first tried charging the implant normally and he was getting the ¿reposition antenna¿ screen. He tried the antenna locate (al) but it was not successful. The manufacturing representative went through a 60 minute physician mode recharge (pmr) and he tried to interrogate with the clinician programmer, but was not able to proceed. They tried 35-40 minutes of a pmr and tried to interrogate again, but the clinician programmer told him that the ins was discharged and he was not able to proceed.

Event description:
It was reported the recharger would not connect when the patient puts it up by the implantable neurostimulator (ins). It was noted that a communication problem was reported. It was further noted the patient was getting an information screen. The reporter stated they recharge every two weeks. The reporter further stated they tried to charge yesterday and today, but before that it was two weeks ago. It was noted the patient had repositioned the antenna over their shirt and on their skin and that has not changed the reposition antenna screen they kept getting. It was further noted the patient charged two weeks ago. The reporter stated the ins shut off last night because it ran ¿out of juice.¿ the reporter further stated they had already spoken to a manufacturing representative and they thought it was the recharger. It was noted the patient fully charges the ins and then lets the ins go until it¿s almost dead before they recharge. It was further noted the patient had not seen any other error screens and the issue first started yesterday. Additional information received reported the patient kept getting the reposition antenna screen. It was noted the patient fully charged up two weeks ago and their stimulation just stopped on (B)(6) 2014.

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was in overdischarge. The head of the patient¿s recharger was not functioning, so he was sent a new recharger. The patient did receive a new recharger and everything was working well for the patient.